Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was initially deployed, however the depth of the valve was deep, therefore was recaptured. The valve was attempted to be deployed a second time, however this time was too shallow. Following the second recapture, the valve appeared to have an infold on fluoroscopy. The infold involved nodes 1,2 and 3, but not past node 3. The valve was completely recaptured and was removed from the patient. A new valve was loaded onto a new delivery catheter system (dcs) and deployed without complication. Of note, the patient had a heavily calcified surgical valve in place. According to the physician, the calcification contributed to the infold. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.